Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving baclofen (500 mcg/ml at 50 mcg/day) via implantable infusion pump. It was reported that the patient did not have any response to therapy after implant. Scans including an x-ray were done and showed that the catheter had pulled out of the intrathecal space. There were no know factors that may have led or contributed to the issue. The catheter was replaced and the issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status was alive - no injury.